Manufacturer narrative:
The customer reported the unit had a blank display. A philips representative evaluated the device. The reported symptom was duplicated. Replacing the display resolved the reported issue.

Event description:
The customer reported the unit had a blank display.